Event description:
It was reported that this pacemaker was discovered to be in safety mode after being programmed after a magnetic resonance imaging. A revision procedure is being planned; however, the pacemaker remains in service. No adverse patient effects were reported.